Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications. It was determined that the image was coming on and off due to a communication error with a scope caused by a failure of the video connector. Additional cause of failure was stress due to repeated operation or damage caused by strong external shocks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video processor exhibited that the image was going in and out. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.